Event description:
It was reported during treatment, approximately five minutes after catheter insertion, the blood pressure waveform obtained via the optical sensor disappeared. As a result, blood pressure measurement using the optical sensor was no longer possible. To continue therapy, blood pressure monitoring was performed using a blood pressure transducer connected to the central lumen of the catheter. The iabp treatment was completed, and the catheter was removed. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: e1 (event site city)

Event description:
N/a

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The optical fiber was found to be broken within the membrane approximately 18.5cm from iab tip. Additionally, two large penetrations were observed on the membrane approximately 8.6cm and 10.2cm from rear seal of membrane measuring 0.699cm and 0.381cm in length. Scratches were observed on the membrane which is an indication the penetrations occurred from a sharp object. The penetrations may have occurred during iab removal from the patient. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code) and e1 (event site address). Block e1 full event site address (B)(6).

Event description:
N/a.